Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed and reproduced during evaluation. Evaluation found cracks in the threaded insert boss of the front case. This condition creates separation between the front case and mechanism assembly resulting in excessive force needed to close the door, and if not applied, the device will alarm door not fully latched. The front case assembly was replaced to correct this condition.